Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician implanted two resolute integrity stents into the proximal and mid-lad which had 99% and 90% stenosis respectively. Stent implantation was completed without issue. 10 days post procedure, the patient suffered ventricular fibrillation leading to loss of consciousness which was treated using a defibrillator. The patient regained consciousness after the sixth shock. Angiography showed that complete thrombotic occlusion developed at the whole stent implant site. This was treated by reperfusion using a non medtronic aspiration catheter and the lesion (proximal lad and 1st diagonal) was dilated with poba and kissing balloon technique (non-medtronic balloon). It was reported that considering the patient¿s background, the physician assessed that any stent could have the same outcome. Patient is reported to be in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.